Event description:
The customer originally reported the ventilator had a humming noise. The field service center found the turbine was making a low whining noise. During testing, the field service technician also found that when the high and low pressure lines were removed, the ventilator did not alarm.

Manufacturer narrative:
Na